Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.00mm x 20mm maverick2 balloon catheter was advanced for dilation. However, the balloon ruptured. No patient complications were reported.